Manufacturer narrative:
The complaint evaluation for architect total bhcg assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review for the complaint lot number. The ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review determined no adverse trend for the issue for the product. Labeling review concludes that the issue is adequately addressed. Device history record review did not identify any non-conformances or deviations for the complaint cause lot and complaint issue. Field data review using data gathered from customers worldwide suggested that the performance of the lot is as expected. No unusual reagent lot performance was identified for lot 24190ud00. Based on the evaluation, no systemic issue or product deficiency with the architect total bhcg reagent lot was identified in this complaint.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg for one patient (female, (B)(6) years old). Sample ID (B)(6) initial (B)(6) result = (B)(6), repeat (B)(6) result =(B)(6). No patient race/ethnicity information was provided. No impact to patient management was reported.